Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 3 of 5 on the homechoice machine (hc). The home patient (hp) stated the alarm occurred after they disconnected to check the patient line. The hp also stated the supply bag was empty. The technical service representative (tsr) explained the alarms and advised the hp to contact bts the next time they get an alarm. The home patient (hp) was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated he is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.this issue is being investigated through CAPA.